Manufacturer narrative:
The device was returned for analysis. A visual and tactile inspection revealed multiple kinks, and a break was identified on the hypotube shaft. The break was noted to be 58.8cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. A microscopic analysis revealed no issues or damage to the stent. Balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were no signs of movement; the stent was set between the proximal and distal markerbands. No issues were noted with the bumper tip. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. A 12 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, the catheter's shaft fractured when pressure was applied during the procedure. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was stable.

Event description:
It was reported that shaft break occurred. A 12 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, the catheter's shaft fractured when pressure was applied during the procedure. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was stable.